Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the bowing anchor provided with the catheter with lot number 0228788967 was loose and had no grip on the spinal catheter. Another catheter was opened with lot number 0230297434 so a second anchor could be used instead; however, it was found that this anchor also did not have a good grip on the catheter. The second anchor had the same issue as the first one. Eventually a bumpy anchor of model 97791 was used instead and the issue was resolved. Factors that may have led or contributed to the issue was indicated as not applicable. The patient was without injury regarding their status as of 2025-feb-28. The patient's medical history would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0228788967, implanted: (B)(6) 2025, product type: catheter. Product ID: 8781, lot# 0228788967, implanted: (B)(6) 2025, product type: catheter, product ID: 8781, lot# 0228788967, implanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-mar-2026, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 14-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. It was noted that unfortunately no product associated with the complaint will be returned to the manufacturer.